Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2007. No additional information has been provided

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Patient underwent mesh revision/explantation due to dyspareunia and mesh erosion on (B)(6) 2008.